Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the tandem-provided charging supplies became "fried". Reportedly, the pump was charging during the event. The customer experienced an elevated blood glucose level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual insulin injection to address high bg. The customer continued to use the pump for insulin therapy.